Manufacturer narrative:
The pump passed displacement test and unexpected restart error test. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the button error occurred six months ago. The customer's blood glucose at the time was 400mg/dl. The customer treated with manual injection. The customer states they also received unexpected restart alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.